Event description:
It was reported that, after trial implant procedure, patient had a headache and clear drainage at lead site and intrathecal cerebrospinal fluid (csf) leak was suspected. As a result, patient was sent to the hospital where bloodwork was done. The bloodwork was normal, patient healed, symptoms subsided, and patient was later discharged from the hospital.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.